Manufacturer narrative:
Investigation: a service call was conducted for the machine involved with this incident. An autotest to check the configuration and operational functions was done. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer. The wbc count is unknown at this time.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Root cause: the run data file analysis did not show a conclusive root cause for the higher-than-expected wbc content in the platelet product reported for this collection. However, it is possible, though not conclusive, that wbcs may have been escaping the lrs chamber along with the platelets during the collection. Based on the available information, it is possible that this leukoreduction failure may be donor related.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release.